Manufacturer narrative:
The beckman coulter field service engineer (fse) evaluated the instrument and found the vacuum was defective and clogged. Fse replaced the collar wash vacuum valve to resolve the issue. Instrument resumed operation. (B)(4).

Event description:
The customer reported the modular chemistry (mc) sample probe leaked and no vacuum at the collar wash on their unicel dxc 800 pro synchron clinical chemistry system. The leak was contained within the instrument. The operator wore a lab coat and gloves while troubleshooting. The customer used kimwipes to clean the spill. No one was exposed or needed medical attention. No erroneous results were generated.